Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a1, a2, a3, d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implant was screwed onto the inserter properly then implanted. After implanting the surgeon was not able to unscrew the implant from the inserter. The implant was taken out and is being sent back. There was no surgical time was added to the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿it was reported that implant was screwed onto the inserter properly then implanted. After implanting the surgeon was not able to unscrew the implant from the inserter. The implant was taken out and is being sent back. There was no surgical time was added to the case¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that emsys ace imp curved presents an overall worn appearance consistent with normal and constant usage. No defects that could compromise the functionality of the device were observed. Additionally, the curved impactor was returned disassemble form its mating devices, therefore the reported jammed allegation was not confirm. Functional testing was performed with the returned mating devices. The ball hex driver was able to be assembled into the housing of the curved impactor to engage the threaded tip. Additionally, the ball hex driver rotate clockwise and counterclockwise to secure and unthread the acetabular cup without difficulties. The reported complaint condition was not able to be replicated. In addition, the emphasys acetabular solutions surgical technique (103736384 rev. E) was reviewed, following statement related to the reported event was found: "if the shell is torqued onto the handle, unthreading may become difficult. To overcome the torque, rotate the entire curved handle, which will break the tension between the handle and the shell. Continue unthreading with the hex driver as usual". The overall complaint was not confirmed as the observed condition of the emsys ace imp curved would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.